Event description:
A 53 yr old male pt called lifecor customer support to report that when he placed one of his battery backs into the charger, the battery fault icon came on. The battery pack would not charge. He reports his other battery pack has 3/4 charge. A replacement battery pack was provided.

Manufacturer narrative:
H3. Evaluation: device evaluation of battery pack sn 71001234 has been completed. The reported problem was confirmed. The root cause of the battery fault light was a defective cell within the battery pack. The positive cell had discharged to 0 volts. The defective cells will be replaced. No adverse eveny resulted from the faulty battery pack. The pt received a replacement battery pack.